Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the wcs protruded, confirming the complaint. A functional assessment was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in both directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion reported in devices manufactured with these post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint conclusion investigation selected is design specification. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a bile duct biopsy procedure performed in the common bile duct on (B)(6) 2018 . According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a bile duct biopsy procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.